Manufacturer narrative:
Date of event was reported as "about 3 months ago". Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that impedances of >3600 ohms were seen on electrodes 8-15 of the patient¿s implantable neurostimulator (ins) system. Electrodes 0-7 were in the range of 1070 to 1455 ohms. The patient got therapy on the left side but not on the right side. Programing on the right was 11+ 12- 13- 14+ and the left side programming was 3+ 4+ 5- 6-. The stimulation was increased to 10.5 volts but there was no response on the right side. The patient did not feel any stimulation at the pocket site. No falls or trauma were reported that could be related to the issue. The healthcare professional (hcp) planned on replacing the lead. Follow up information received on dec. 6, 2016 from the manufacturer¿s representative reported that the patient had an x-ray on the date reported and showed the lead had moved. The physician and patient were waiting for approval and no date had been scheduled for the lead replacement at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.